Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The f-38 alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be out of specification force sensing resistors. The force sensing resistors were replaced and the device was returned in working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard pump presented the f-38 alarm. There was no patient involvement. No additional information is available.